Manufacturer narrative:
This implant suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this procuct's instructions for use.

Event description:
Asymptomatic was reported. Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was beore prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Patient has allergies. Doctor states off type of failure, possitbly home care.